Event description:
The customer reported a loud popping noise, error messages displayed, and a loss of video. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended.